Event description:
Healthcare professional (hcp) reported patient receiving hemodialysis on the baxter meridian device. One hour and twenty minutes into a 5 hour treatment, device shut down without providing an audible alarm. Hcp turned device back on and was able to reboot and continue treatment without further problems to report. Patient remained stable during this event and there was no medical intervention necessary and no patient injury resulted from this event. Patient did not experience any adverse signs or symptoms related to this event. Treatment parameters were as follows: blood flow rate 550 ml/minute, dialysate flow rate 800 ml/minute to remove 3.6 kg in five hours.